Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the device has syringe flange error. Complaint confirmed by checking the alarm history. It is verified that the syringe flange not in place is found in alarm history. The device is repaired by reinstalling the plunger head. The pump passed all the testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during routine preventive maintenance inspection the device has syringe flange error and a broken cable that is supposed to connect to the main board. There was no patient involvement or harm.